Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for treatment of bladder issues. Their trial started on (B)(6) 2025. It was reported that they never felt stimulation and that symptoms started going back to the way it was before the procedure yesterday (B)(6) 2025 around 4pm. Patient thinks they might have bent down to pick something that may have moved wires causing symptoms to go back. Agent had the patient increase stimulation from 2.3 to 2.7 (prog 7). Patient mentioned unknown symptoms. The issue was not resolved and was ongoing.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.